Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed dermatitis under the lifevest. The dermatitis was described as oozing, red, itchy, and bumpy. The patient's physician prescribed triamcinolone acetonide 1% for the reported dermatitis. During a follow up call, it was reported that the skin irritation was improving. There was no allegation that a device malfunction caused or contributed to the reported skin irritation.